Event description:
During gamma3 surgery, the step drill did not through the nail with the target device. After that, the sr checked the function of the device and the drill with the sample nail, they were functional.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.